Event description:
The surgeon reported that many system messages displayed and then the system stopped working during surgery. A posterior capsule tear was reported. Multiple requests were made for more info and pt's status with no response to date.

Manufacturer narrative:
Additional info has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available.